Event description:
Reportable based on analysis on completed on (B)(6) 2018. It was reported that the device could not be delivered out of the sheath . A .035 x 2d 8mm x 40cm interlock-35 was selected for use in the iliac communis aneurysm. The device could not be delivered out of the sheath but could be pulled back prior to the procedure. The physician cut off the proximal end of the sheath, but the issue persisted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed a broken interlocking arm. Device evaluated by MFR.: the coil was returned for evaluation. A visual examination was noted that the coil was returned severely stretched along its body. The coil interlocking arm was found detached from the rest . Also, a coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. No other damages or irregularities were noted. The zap tip has a smooth surface and measured dimensions were within specification.